Event description:
Customer's family member reported that customer received a reading of 118 mg/dl while experiencing hypoglycemia that resulted in a loss of consciousness. Parmedics were called and received a reading of 36mg/dl with an unknown brand of meter. Testing was conducted on the fingers. Customer was provided food to raise blood glucose levels. Further treatment was not described by the customer. Customer was not admitted to the hospital, but was kept until stable then sent home.